Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a bloodstream infection while receiving an unspecified infusion with an unspecified one link device which was connected to a patient¿s central line catheter. The customer reported that the one link would not aspirate blood so the clinician removed the one link to draw the blood, which led to opening the line (no further detail was provided). The treatment for the infection, the type of infection and the patient¿s outcome were not reported. No additional information is available.